Manufacturer narrative:
(B)(4). The cause of the alarm was a loose connection. The cause for the loose connection was not determined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting it was noted that there was a loose connection between the supply bag and the supply line resulting in a leak. The power was cycled to clear the alarm and the patient was advised to contact their nurse regarding the event. Therapy was discontinued for the night. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.